Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasions were found at 29.6-29.8cm, 31.5-32.2cm, and between 34.6 and 35.0cm from the helix, consistent with lead friction to another device. Internal insulation was found at 7.2-8.5cm from the helix. The etfe coating was intact at these locations.